Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver did not pass the system checkout.

Manufacturer narrative:
The customer-reported issue of the driver not passing the system check was confirmed through review of the patient file. The patient file indicated that during these checks, the flow across the right mass flow sensor was reading higher than the allowable limit. The root cause of the customer-reported issue was determined to be a malfunction of the right mass flow sensor cable. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.